Manufacturer narrative:
Evaluation results and conclusion: no results available since no evaluation performed. (B)(4).

Event description:
Post deployment of an integrity rx stent the delivery balloon got caught on the stent, resulting in difficulties removing the delivery system. Following manipulation of the catheter the device was successfully removed. No clinical sequelae reported.